Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer determined that the replacement of the exhalation valve assembly was required to address and correct the reported condition. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator that failed an extended self-test, as exhibited by diagnostic code 3110 (check valve 3[cv3] leak). There was no patient involvement.